Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic cuff stent graft was implanted in a patient for the endovascular treatment of a type ia endoleak from another manufacturer¿s device. The aneurysm is currently 45 mm in diameter. The aortic neck is 26.5 mm in diameter at the renals. It was reported that in three years prior to implant, evar was performed using another manufacturer¿s stent graft. Since then post-operative follow-up had not been performed due to chronic kidney disease. After dialysis therapy CT angiography was performed, and type a ia endoleak was identified. An endurant cuff was implanted covering the right and left renal arteries and extending proximally to just below the superior mesenteric artery. Just before the cuff implantation in the same procedure, thoracic endovascular aneurysm repair was also performed to treat a saccular aneurysm in the aortic arch. While checking the position of the sma by turning significantly to the rao (right anterior oblique) position, the endurant cuff was deployed overlapping the existing excluder (with a proximal lumen ID of 31 mm) by approximately 3.5 cm. After deploying the suprarenal stent with two stents rings deployed, the deployment was continued down to the distal end. At this point, the suprarenal stent on the dorsal side (the side which was not contacted with the delivery system) started to deploy first while being infolded; nonetheless, it seemed that the device was deployed down to the distal end with no problems. After touch-up using another manufacturer¿s balloon from, the angiography was performed for the proximal region, and the procedure was completed. Immediately after the procedure, pulses in the lower limbs were confirmed by a doppler ultrasound. After the procedure, CT images were reviewed. One of the six suprarenal stent crowns had not been expanded and folded inward. The crown was infolded deeper towards the end of the cuff, causing the cuff¿s cross section to form a heart shape with a deep indentation. The heart shape remained inside the excluder¿s main body. Due to this shape, the cuff was expanded incompletely, therefore it was not pressed sufficiently against either the vessel wall or the excluder. As a result, the endoleak had not been resolved. An intervention was performed to correct the stent infolding using multiple types of balloons with ivus (intravascular ultrasound). The expansion degree of the suprarenal stent was improved but the infolding crown still remained. An endurant aortic cuff was then implanted in the enlarged inner lumen and extended to just below the superior mesenteric artery. The inner lumen was largely secured in the entire infolded section of the previous aortic cuff. There was no proximal type I endoleak flowing into the aneurysm sac but a proximal type I endoleak was present. A type iii separation endoleak was also observed between the other manufacturer¿s stent graft and the first endurant aortic cuff. The physician elected to cannulate the space from the end of the endurant aortic cuff for coiling and the type iii separation endoleak was almost resolved. The physician then implanted another manufacturer¿s aortic cuff in order to resolve the remaining proximal type I endoleak. Per the physician, the cause of the event is unknown. During ballooning and angiography, no abnormalities were detected. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Film review the cause of the reported infolding leading to the proximal type I /type iii separation endoleak could not be determined from the films provided. Per the returned 3d recon, stent graft infolding appeared to have occurred during implant of the 36mm aortic cuff. The observed constrained suprarenal stent and stent graft narrowing within the excluder, are likely signs that there has been stent graft infolding. The 36mm aortic cuff was significantly oversized within the 20 ¿ 28mm suprarenal aortic flow lumen and within the 23 ¿ 27mm excluder ID, which likely contributed to stent graft infolding and forming a channel which was the pathway for the observed proximal type I endoleak/type iii separation endoleak. High neck angulation (infrarenal and suprarenal) may have contributed to the biased release of the suprarenal stents, and also may have contributed to the stent graft infolding. It is unclear if releasing only approximately 1/2 the length of the cuff instead of deploying the entire extension prior to releasing the suprarenal stents (as per the IFU) may have contributed. No clear delivery system issues were seen from the films that could explain the infolding. The aortic cuff delivery system was reportedly discarded; thereby, limiting the extent of the analysis. Failure to follow instructions oversizing if information is provided in the future, a supplemental report will be issued.